Event description:
It was reported that the medication does not properly circulate through the tubing, so they needed to be removed and replaced. There was no reported patient involvement.

Manufacturer narrative:
B3: month and year are known, day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Corrected, h6, health effect - impact code, a1 - patient identifier. A1, a2, a4, a5 and a6no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.